Manufacturer narrative:
Root cause: user error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that too much insulin was delivered via a bolus for the customer's breakfast meal. Blood glucose (bg) level was 53 mg/dl. Reportedly, the customer ate a glucose table to address the bg level. During follow up, the customer reported bg level increased to normal range after eating the glucose tablet and continued to use the pump for insulin therapy.